Event description:
It was reported that the user interface holder was broken. There was no patient involvement. (B)(4).

Manufacturer narrative:
No service was requested. The user facility replaced the user interface holder and the ventilator was returned to clinical service. No parts were returned for investigation. The failure could be confirmed in provided photo. The consequence to this kind of mechanical damage is that the user interface gets detached and in a worst case falls off the ventilator carrier. Our conclusion is that the user interface has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
Manufacturer's ref #: 258058.